Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the tube extension was broken at the proximal clevis hub. The hub did not exhibit any wear. Evidence not conclusive, but broken damage may be due to likely mishandling/misuse. An additional observation not reported by site was that the instrument's main tube exhibited scratch marks/abrasions. The distal end of main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. No other damage was found.

Event description:
It was reported that during a da vinci surgical procedure, the customer noted that the monopolar curved scissors instrument's orange sheath separated from tip cover. There was no report of fragments falling into a patient. There was no allegation of any harm, injury, or adverse outcome to a patient.